Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The complaint service history record was reviewed and no repair information was found. No parts were returned for failure investigation, therefore the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07/30/2020.

Event description:
The customer reported that the power management board is defective. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 09jul2020. B4: 09oct2020. There was no work or job performed by philips manufacturer. The case was closed. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.